Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's husband reported via phone call that they experienced high blood glucose. Blood glucose reading was 500 mg/dl. The customer stated that when the act button was pressed, it drips out and had no delivery alarm. Customer stated that insulin pump passed self test and displacement test. The insulin pump will not be returned for analysis.